Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified crease fold, deformation, white and yellow particles, and wear abrasion. Weight measurement identified device weight to the specification. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process. The events of "capsular contracture" and "seroma" are physiological complications and analysis of this device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, seroma-late, and "voluntary recall."

Event description:
Physician reported right side "voluntary recall, peri-prosthetic fluid," and capsular contracture, baker grade IV. Physician reported right side "moderate asymmetry;" this event is not related to the device. Device has been explanted.